Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. However, it was advised to calibrate all transducers. Transducers were calibrated and turbine pressure failed. It was informed that the mainboard needed to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
It was reported to vyaire medical that during preventative maintenance the vela vent has xdcr motor fault, low pip and low vte. No patient involvement was reported.